Manufacturer narrative:
Nalu was not made aware of planned explant and was unable to assess the patient and system condition at the time of the procedure. Device was discarded by the facility and thus is unavailable to the firm for further investigation into the cause of the patient's lack of pain relief.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Assessments of pain scale after implant show the patient was receiving good pain relief from the system with several occasions of reporting zero pain. During assessment on (B)(6) 2023 the patient's pain levels had increased and patient reported not receiving adequate therapy from the device and requested explant. On (B)(6) 2023 the firm was made aware that the patient had a full system explant on (B)(6) 2023. Nalu personnel were not aware of the planned procedure and were not present for the explant.